Event description:
(B)(4). Started developing cysts on left ovary with severe pain. Dr's kept treating me ad possibly kidney stones at urgent care but finally sent me to ER for IV and they did a CT scan and found cysts. I was given birth control pills by my obgyn (dr. (B)(4)) to try to limit growth in hopes that they would shrink or burst on their own. Sex became unbearable so I returned to dr and I still had cysts. Tried another birth control pill, but symptoms of pain and cramping continued along with increased acne, memory loss, brain fog, mood swings, and depression. Dr then ordered ultrasound and found 4cm cyst. They scheduled surgery for a few days later to remove cyst. He ended up taking my ovary and tube (along with essure coil). After removal, I had a tough recovery for about a week. Then I started feeling better. I truly believe that the essure coils had more to do with the cysts than the dr would tell me. Ever since I received them I've had issues.